Event description:
Physician attempting to deploy a stent in the left femoral artery. Stent fractured and part became lodged at the distal end of previously placed stent while other part lodged in femoral artery. Unable to remove stent with snare. Sent to or for repair.